Manufacturer narrative:
Correction to field b5. Describe event or problem. MFR email: (B)(6).

Event description:
It was reported that during a procedure, the fiber broke in the surgeon's hand during use and burnt his finger, the surgeon was attended with first aid. The procedure was completed with another device without patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. The device was not returned for analysis; therefore, technical analysis could not be performed. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the information available, a conclusion code cause not established was assigned to this investigation. Correction to field b5. Describe event or problem. MFR email: (B)(4).

Event description:
It was reported that during a laser lithotripsy procedure to remove stone fragments, the fiber broke in the surgeon's hand during use and burnt his finger, the surgeon was attended with first aid. The procedure was completed with another device without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate, the fiber broke in the surgeon's hand during use and burnt his finger, the surgeon was attended with first aid. The procedure was completed with another device without patient complications.

Manufacturer narrative:
MFR email: (B)(6).